Event description:
The customer received a blood glucose reading of hi on the contour meter, re-tested on a different meter and the reading was 161mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. Strip information was not provided. Product was not replaced.